Manufacturer narrative:
Discrepant results: (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: >7.5, reference: 3.6, mean: 5.55, confidence limits: unable to determine. The 7.5 inr is utilized for the purpose of comparison test data analysis of mean calculation from comparison test data provided by end-user revealed inratio inr values were outside of the acceptance region. Accuracy testing performed on returned meter and therapeutic samples did not reproduce complaint. (B) (4). Meter memory records indicated that customer experienced 20 nes/nnn and qc errors for 60 tests. There is no sufficient info to determine the root cause. As of 02/02/2010, twenty-six discrepant result complaints were reported for lot# 216973 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results: see scanned table. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 216973 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: >7.5, lab: 3.6.